Manufacturer narrative:
The insulin pump passed the functional test, including the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery alarm test. No rewind or prime anomaly was noted. No battery out of limit alarm was noted. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner and cracked reservoir tube threads.

Event description:
The customer reported via telephone call that the insulin pump was stuck on the rewind. The issue was not resolved by replacing the battery. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.